Event description:
The customer reported being hospitalized due to low blood glucose. The customer was experiencing unexplained low glucose for the past day. It was stated that the customer was having dizzy spells prior her admission. The customer's blood glucose at time of all was 140 mg/dl. The customer declined to troubleshoot, and she stated that she will have her doctor to look her insulin pump. Advised the customer to revert to back up plan. A day later, the customer called back and stated that her low blood glucose may have been caused by over delivering insulin during the manual prime. Reviewed the programming and everything seems to be correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.